Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during priming process. The customer reported that the gear was louder while priming. The screen of the insulin pump was foggy and had rainbow effect and it was difficult for the customer to read the screen. The insulin pump will return for analysis.